Manufacturer narrative:
Block b3: exact date unknown, event occurred the day the system was explanted. Additional suspect medical device components involved in the event: product family: scs-paddle leads. Upn: m365sc8352500. Model: sc-8352-50. Serial: (B)(6). Batch: 21028367. Product family: scs-lead fixation. Upn: m365sc43160. Model: sc-4316. Serial: na. Batch: 20791710.

Event description:
It was reported that the patients device exploded, and he lost control of his bladder. All components were explanted. No further information has been obtained despite good faith efforts.